Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported signal issue and subsequent cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure, the intracardiac signals were not displaying assigned colors prior to catheter entry. As the colored lines could not be displayed with the signals, the decision was made to not insert the catheter. The procedure was cancelled with the patient prepped and in a stable condition.